Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient experienced possible bowel perforation. Bowel assessment carried out and patient had consented to peristeen. No red flags were identified and he was trained and commenced onto peristeen on (B)(6). His wife called this morning to say that he was admitted to hospital complaining of severe abdominal pain. He has received IV antibiotics although his wife is unclear as to what these are for. He has had a urinary catheter in situ since admission as well. There has been no suggestion at this stage of any surgical intervention being required however his wife stated that he had been told that a small bowel perforation was suspected at this stage.

Manufacturer narrative:
This follow-up MDR is created to document additional information. No samples were returned for evaluation, however, a recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received indicated the gentleman in question (end user) telephoned the peristeen advisor to let her know he was out of hospital and doing well. He told her it was a small perforation that only needed antibiotics and he did not require any further investigations or surgery. He has been advised to stop irrigating.